Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery failure was confirmed by baxter service personnel. It was not indicated if the condition was duplicated. The root cause of this condition was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with battery failure. This condition was found upon power-up of the device but it was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, patient injury or medical intervention was not reported to have occurred. The user interface module software version is 8.11.00. No additional information is available.